Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to oversensing of noise on the right ventricular (rv) lead. It was decided to replace the rv lead and when running rv threshold testing, there was an extended period of loss of capture upon ending the threshold test. The physician then elected to also replace the ICD. After the new ICD was connected to the new rv lead, there was another period of loss of capture. It was felt that there was not adequate tissue contact with that lead and a different rv lead was used to complete the procedure. No additional adverse patient effects were reported.